Manufacturer narrative:
No 011-mc330211 product samples, videos, or photographs were returned for investigation. No DHR lot review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
Updated information can be found in g1. H10: the product was received by the manufacturer on june 28, 2019. ICU medical received one (1) used list # 011-mc330211, 38 cm (15") smallbore ext set w/3 microclave® clear, rings (glow, red), rotating luer; lot # unknown. The used 011-mc330211 extension set with three microclave connectors was found to have seal tearing typical of access with an incompatible mating device during use. No mating devices were returned to evaluate with the used 011-mc330211 extension set. Subsequent leak testing confirmed leakage. The probable cause of the leakage is silicone seal damage typical of access with an incompatible mating device during use.

Manufacturer narrative:
The device is expected to return to the manufacturer for testing and investigation, however, it has not yet been received.

Event description:
The event involved a customer report stating that a smallbore extension set experienced a leak under the red collar of the device during an infusion of amines. It was further reported that the patient receiving the infusion was hemodynamically unstable, received partial administration, and required additional administration of amines after the device was replaced. The customer stated, ¿hypertension of patient dropped 20/23 because of administrating the rest of the amines with the new device¿.